Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) developed hematoma. The pocket was evacuated and an antibiotic pouch was placed. This device was repositioned. No additional adverse patient effects were reported.